Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code battery not charging fault in the device¿s event log. The manufacturer¿s service technician evaluated the device and alleged the malfunction occurred on the power management or the detachable battery for this device. The manufacturer¿s service technician replaced the device's system printed circuit assembly (pca) board and detachable battery to address this issue. Additional findings not related to the malfunction/issue the manufacturer¿s service technician found the silver sticker around the silence button was missing from this device. The manufacturer¿s service technician replaced the vanity cover assembly to address this issue. After replacing all of the parts on this device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operational and it was cleaned.